Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/28/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Were there patient consequences? If yes, please explain. Please provide the lot number. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. In service was done on bonewax and preperation before surgery as the theatre matron felt it was an user issue and not product issue. In service was done on the (B)(6) and prepartion discussed with neurosurgeon. I followed up with the theatre matron today as I saw that w31g was ordered again. I asked if w31g was used again after the in-service and if any issues reported ? Theatre matron reported that all seems well and no further issues have been reported. I also mentioned that I will forward information and ask for case to be closed. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and bonewax was used. It was reported that the bonewax was not sticking. There were no patient consequence reported. Additional information was requested.